Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring ¿high¿ on the blood glucose meter. The reporter also stated the patient had small urinary ketones present. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. This patient event was alleged to be associated with a loss of prime issue with the pump; loss of prime occurred with at least three separate cartridges from two separate boxes in a 30-day period. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy due to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 12/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: a review of the black box showed loss of prime warnings leading to delivery interruptions on the following dates: (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The force sensor calibration was found to be within required specifications. No defects were found to the force sensor circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Evaluation codes: additional methods codes 26, 89, 3317.